Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and fever. The cause of peritonitis was reported as due to fever. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (500mg, every 5 days, intraperitoneal, ongoing) and gentamicin injection (ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital. Fourteen days after event onset, the patient recovered from peritonitis. It was reported the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.